Event description:
According to the reporter: the endo gia universal stapler did not completely deploy upon firing a vascular load resulting in bleeding at the staple line. The procedure was changed to an open thoracotomy and the staple line was repaired.